Event description:
A hospital reported to our distributor that an mr290 autofeed humidification chamber had overfilled. No patient consequence was reported.

Manufacturer narrative:
The returned unit was tested to see if it would overfill. Results: the chamber functioned correctly and did not overfill when connected to a water bag. A dent was observed in the base of the device below the hinge bracket of the autofeed valve. Conclusion: the dent suggests the device had suffered an impact and this could have possibly prevented float operation. When the device was evaluated, no fault was found in the floats, suggesting transportation vibration may have caused the floats to work again. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. There was no other complaints of this nature for this lot number. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.00132%.